Event description:
During a CABG procedure, the device locked out. Two other devices displayed error code 5. Another device was used to complete the case. There were no adverse consequences to the patient.